Manufacturer narrative:
A ge svc rep performed an on site investigation. The fuse was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys shows a temperature alarm. The fse noted the sys was unable to make fluoroscopic x-ray exposures. There is no report of pt injury or death.